Event description:
It was reported that the patient experience discomfort because the right ventricular lead delivered extra-cardiac stimulation and exhibited insulation breach. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular lead delivered extra-cardiac stimulation and exhibited insulation breach. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.